Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgement was confirmed. The reported failure to cross and difficulty to remove could not be as it was based on case circumstances and only the stent implant was returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the renal artery. The 5.0mmx12mmx135cm herculink elite failed to cross the lesion reportedly due to interactions with the patient's anatomy. During removal of the herculink elite, resistance was met with the guiding catheter, and the stent implant dislodged from the balloon. As the dislodged stent implant remained on the guide wire, all devices were successfully removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 5.0mmx12mmx135cm herculink elite was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.